Event description:
After phaco handpiece was checked, primed and tuned. Dr tested handpiece then inserted it into the right eye. When phaco was activated with the foot pedal, it caused a tract burn to the cornea.